Manufacturer narrative:
Our team conducted a thorough review of the reported event to ensure the ongoing safety and performance of the product. Via sample analysis, the reported event was unconfirmed. A bd purewick urine collection system, collection canister with lid, pump tubing, collector tubing with elbow connector, and external power cord were returned. Visual evaluation of the returned sample noticed there were no cracks present. No residue was present. The stop valve opened and closed properly. There was light or sound indicating function with the returned pcba. Functional evaluation of the returned sample noticed the device passed. Once the system was powered on and ran for 30 seconds, the device passed tm0301254 revision 3 by showing a 500g increase in 17.55 seconds. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pt having issues and all t/s has failed, replacing machine. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Tcm please send bio haz box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt having issues and all t/s has failed - replacing machine. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Tcm please send bio haz box. Per follow-up information received via email on 01apr2026, it was reported that the customers elderly mother had no operable products. Ended up with a nasty urinary tract infection, as they tried and tried night after night to get the unit and catheters to work. Customer was at my wits end. The suction on the machine was weak, and the catheters were questionable as well. Tests failed. It was unknown what medical intervention was provided for urinary tract infection.